Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
International consumer reported that the surgical wound began to ooze one week following appendectomy. The patient was returned to surgery for wound debridement and closure.